Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on december 30, 2020 with high blood glucose level of over 600 mg/dl. Customer's blood glucose level was 497 mg/dl at the time of incident and current blood glucose value was 241 mg/dl. Customer reported that the insulin pump was not working properly due to insulin flow block alarm. Infusion set's tubing was kinked. Customer declined to troubleshooting and said she was tired and wanted to rest. It was unknown whether the customer using auto mode feature. Customer treated with intravenous insulin drip. Insulin pump will not be returned for analysis.